Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 1-apr-2026: the catheter was repaired.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two videos of groshong nxt clearvue catheters were returned for evaluation. An initial visual observation of the first video showed a groshong nxt clearvue catheter inserted in a patient¿s arm with a leak in the catheter tubing. Clear liquid was observed to leak from the catheter tubing. The leak was observed to be located directly distal to the distal tip of the distal connector piece. An initial visual observation of the second video showed a groshong nxt clearvue catheter inserted in a patient¿s arm with a leak in the catheter tubing. Clear liquid was observed to leak and spray from the catheter tubing. White suture wings were observed on the catheter tubing distal to the distal connector piece. The leak was observed to be located slightly proximal to the white suture wings. The suture wings of the groshong nxt proximal connector piece were observed to be secured in a statlock device. Due to the quality of both returned videos, details of the damage at the leak sites could not be discerned. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause of the leaks. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during a PICC line insertion procedure, after the catheter was advanced into the patient and reached the intended location, fluid leakage was observed when connecting the extension tube. It was reported this occurred with two devices. This report addresses both devices. No other information was provided.